Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the first attempt using the ar-2658tr, the button deployed too early and the tight rope came out without the button. The button was not retrieved from the patient. Another ar-2658tr was used to complete the ac joint repair.